Event description:
Ptt on patient reported as 143.1. Repeat value on different analyzer was 29.5. Inspection of analyzer revealed leak of reagent from kink in tubing to needle #3 causing erroneous results. Report of elevated ptt led md to delay placement of ventriculostomy until coagulation studies repeated. Patient deteriorated and later died.